Manufacturer narrative:
One (1) 5.5 ti 6x45mm cortical fix polyaxial screw (product code: 1867-31-645, lot number: arpcll) was returned to the complaints handling unit (chu) for evaluation. The cortical fix screw featured a tulip head which had separated from the shaft of the screw. No damage was found on the tulip head, although the underside of the saddle features grooves at its cannula. An unexpectedly high amount of force on the screw may have caused the screw to disassemble during insertion. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the viper cortical fix screw disassembling cannot be determined from the sample and the information provided. A potential root cause is unexpectedly high force placed on the tulip heads during insertion, resulting in their screw shanks being forced from their tulip heads. This is evidenced by the minor damage to the saddle for the viper cortical fix screw and the lack of damage to all other parts of this screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Both drivers tips broke off in screw head while placing iliac screws. The cortifix screw disassembled when removing the 6x45 from the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.